Manufacturer narrative:
An aborted procedure was reported to abbott. The temperature on channel 1 and 2 is rising too slowly. The device was not returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the temperature on channels 1 and 2 were rising too slowly. Hence, the physician was only able to complete the monopolar lesions. The physician was unable to perform the dual lesions. In turn, the procedure was aborted, only half procedure was completed.